Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure took place on (B)(6) 2011 during which a promus stent was deployed. On (B)(6) 2013, the patient experienced a myocardial infarction confirmed by a cardiac enzyme test. There was no treatment performed for the myocardial infarction.